Event description:
It was reported to st. Jude medical that the ICD was explanted when eri was reached after being implanted 13 months. Diagnostics indicated the ICD paced less than 0.1% and had only 8 high voltage chargings.